Event description:
On (B)(6) 2013, patient contacted animas, alleging that the keypad buttons were unresponsive to presses and the issue persisted after the pump was rebooted. Patient reported that the button issue was not resolved with battery change. Patient denied that there was moisture exposure, power loss, cracks to the housing, and trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages with no visible damage to the keypad. On investigation, the ¿ok,¿ ¿up¿ and ¿down¿ buttons were unresponsive while the contrast button responded properly. Upon removal of the keypad cover, no damage or contamination was found with the button contacts. When the pump casing was open, moisture was found on the keypad flex connector.